Manufacturer narrative:
Corrected report for 3 fields only:brand name corrected to read: open spine angled clamp,catalog number corrected to read: 9730026,510(k) corrected to: k990214,all other information on initial report is correct and remains the same.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable at the time of this report. RMA issued. Replacement open spine clamp shipped to site (B)(4) 2013. Medtronic evaluation of returned suspect device finds the adjustment screw threads are damaged in the area that passes through the cylinder. The threads are worn down and slipping. Also, the cylinder is cracked on the top and bottom side of the cylinder, broken all the way through on the top side. The head of the adjustment screw has tool marks around the outside edge. The retainer ring is stretched from overtightening and allows some play of the clamp face. The physical damage, broken pieces, directly caused the event.

Event description:
A site representative, purchasing, reported an angled spine clamp that was damaged at the point where the screw goes in, appears to be split. This issue was identified while in sterile processing. There was no patient present.

Manufacturer narrative:
Received manufacture date 10/2003 (month and year only). E-sub tool forces day date so please disregard "01" entered.